Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, that this implantable cardioverter defibrillator (ICD) device recorded a code 1003, indicative of a voltage too low for remaining capacity. A technical service (ts) consultant was requested to review device data. Ts advised that device of disc data analysis confirmed a premature battery depletion (pbd). Ts provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported during a routine office visit, that this implantable cardioverter defibrillator (ICD) device recorded a code 1003, indicative of a voltage too low for remaining capacity. A technical service (ts) consultant was requested to review device data. Ts advised that device of disc data analysis confirmed a code 1003, premature battery depletion (pbd). Ts provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that this ICD device was surgically explanted. Several attempts to confirm the date of explant, have been unsuccessful. At this time, the product has been returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, that this implantable cardioverter defibrillator (ICD) device recorded a code 1003, indicative of a voltage too low for remaining capacity. A technical service (ts) consultant was requested to review device data. Ts advised that device of disc data analysis confirmed a code 1003, premature battery depletion (pbd). Ts provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this ICD device was explanted. Attempts to obtain date of explant have not been successful. It is believed at this time the device is location at the health care facility. Besides surgical intervention, no adverse patient effects were reported.